Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported that his scs system stopped working approximately 1.5-2 years post implant. Further review of the patient's records identified the patient reported of having experienced ineffective stimulation and the patient discontinued using the scs system in 2013 (reference MFR. Report: 1627487-2013-18143). Subsequently, surgical intervention was undertaken to explant and replace the ipg.